Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a insyte autoguard winged yel 24ga x .75in had a defective catheter during use. The following was reported by the initial reported: "it was reported that the customer encountered catheter not being able to screw on verbatim: per phone conversation with the customer on (B)(6) 2021, the customer reported when we insert the catheter tried to screw it on and it will not screw on. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-12. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received three used insyte autoguard products (packages, needle assembly, catheter adapter assembly), three bd syringes, and three extension tubing sets. Upon visual inspection of the autoguard devices, it was found that the adapter of the units has been damaged on the base of the threads. A microscopic inspection of the units was performed. The units were attempted to be connected to the supplied extension tubing and a secure connection could not be established. The reported issue was confirmed as the defect of adapter/connector defective/damaged. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment of the adapter relative to the equipment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a insyte autoguard winged yel 24ga x .75in had a defective catheter during use. The following was reported by the initial reported: "it was reported that the customer encountered catheter not being able to screw on. Verbatim: per phone conversation with the customer on 01/06/2021, the customer reported when we insert the catheter tried to screw it on and it will not screw on. "